Event description:
As reported by the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure the patient experienced moderate to severe apical bleeding. A decision was made to go on cardiopulmonary bypass (cpb) support to decompress the heart and blood transfusion products and vasopressors were given to improve the patient's hemodynamic state. The apical closure was complicated and multiple pledgeted sutures were placed to close the apical access site. In addition to cardiopulmonary bypass, an intra-aortic balloon pump ( iabp) was inserted and 1:1 counter pulsation was initiated. The apical access site was closed and the patient was transferred to the ICU. According to the case summary, at the beginning of the tavr procedure, the patient's blood pressure (bp) was 120/43, and was noted to have sinus bradycardia with 1st degree atrioventricular block (avb). The patient's aortic annulus was measurement to be 20.7 via tee. Open thoracotomy was performed, mattress sutures were placed in and apical access was obtained. Multiple bavs with non-edwards balloons were performed and showed no leaks around the balloon and a 23 mm sapien valve was selected. The 26 fr ascendra sheath was inserted and then the sapien valve was positioned 50:50 within the annulus. With appropriate rapid pacing, the valve was deployed in a 40% aortic and 60% ventricular position. The patient's bp (62/45) did not recover following implantation and echo imaging revealed two non-functioning leaflets and severe ai. Multiple attempts were made to free up the leaflets with catheters. The patient required pacing due to bradycardia. The operators decided to implant a second sapien valve. On tee, native leaflet overhang was noted. The patient was unstable at that point and arterial and venous cannulas were inserted. In addition there was an increase in mitral regurgitation (mr) from mild to severe with severe right ventricle (rv) dysfunction. The second valve was prepped and deployed in an overlapping fashion approximately 2-3 mm more aortic than the first valve. The patient's bp recovered following the second sapien valve placement; however, the right ventricle (rv) continued to have severe dysfunction and was dilated. The second sapien was functioning appropriately. However, the patient began to decompensate, requiring CPR and defibrillation. Furthermore, apical bleeding was noted to be moderate to severe and a decision was made to go on cardiopulmonary bypass (cpb) to decompress the heart and to improve the patient's hemodynamic state. The apical closure was complicated and multiple pledgeted sutures were placed to close the apical access site. 4 units of packed rbcs and 10 units of plasma (ffp) were administered. An iabp was inserted into the right femoral artery and placed on 1:1 counter pulsation. The patient was slowly weaned off of cpb, but remained on vasopressors. Ultimately her cpb cannulas were removed and her left femoral cut-down was closed and the patient was transferred to the ICU intubated.. It was determined the cause of the severe ai with the first valve was related to native leaflet overhang and sapien leaflet impingement. The patient could not sustain her blood pressure and expired 2 weeks s/p tavr. (B)(6).

Manufacturer narrative:
Per the instructions for use, bleeding is a known potential adverse event associated with the tavr procedure. At the time of the sheath removal from the apical access site, the edwards training manual for the sapien valve with the ascendra transapical delivery system states, "pacing should be used to lower blood pressure during sheath removal and apical closure." In addition once the apical sheath is removed, the training manual suggests, "do not tie sutures too tight and stop after slight buckle of pledged. If necessary, add additional repair sutures." Additionally, if the bleeding is simple, pressure or simple suture placement within purse string is recommended; if the bleeding cannot be controlled, cpb initiation and large pledgeted repair is suggested. Furthermore, the training manual instructs the operators on post-procedural care for bleeding. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The exact cause of the reported apical bleed is not available; however it appears that in addition to procedural factors, patient factors (friable tissue) could have caused or contributed to the reported event. The ifus, the edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required.